Event description:
User receiving intermittent low results for multiple assays. User states 15-20 pt samples were involved. The following two pt examples were provided. Sample 1: initial bun result was 0 mg/dl, repeat result was 54 mg/dl. The field service representative determined the cause to be the reagent probes were out of alignment and realigned them. Performance tests were performed.

Event description:
User receiving intermittent low results for multiple assays. User states 15-20 pt samples were involved. The following two pt examples were provided. Sample 2: initial creatinine result was 0.5 mg/dl, repeated twice giving 1.9 mg/dl and 1.7 mg/dl respectively. Initial total protein result was 0.1 g/dl, repeated twice giving 6.7 g/dl and 6/2 g/dl respectively. The original results were not reported. The field service representative determined the cause to be the reagent probes were out of alignment and realigned them. Performance tests were performed.